Event description:
Boston scientific received information that during a scheduled device replacement procedure, this right atrial (ra) lead exhibited noise and impedance greater than 2500 ohms and failure to capture when tested with the new device. A fracture was observed under fluoroscopy. The lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.